Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint on a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 16feb2020 to 16feb2021. Complaint trend: there are 3 complaints related to the issue of the aspirator arm blockage and a waste leakage without bleach was not contained within the instrument; date range from 16feb2020 to 16feb2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial #(B)(6), file # 338962-338962-v33896201612-900341445-12, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a blocked fluidics line in the arm aspirator assembly. The fse traced the blockage to be from the aspiration assembly. They removed the drain and cleaned the waste lines by running detergent solution through it with a syringe. Finally, the fse reassembled the arm and tested the instrument to verify the leakage was gone. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair the instrument was tested and was performing as expected. Clogs in the system can contribute to various risks including contamination of samples, erroneous results, flow rate issues, and leaks within and outside of the instrument. In this incident the leaked fluid contained bleach and thus did not pose a risk of biological contamination. Additionally, since the customer did not come into physical contact with the leakage there was no risk of chemical injury. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscanto¿ ii flow cytometer instructions for use, #23-20269-00, page 149. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: 01795543, case # (B)(4). Install date: 17sep2013. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii - aspirator arm blocked. Problem description: customer reports dripping from the aspirator arm. Attempts at cleaning with detergent solution do not resolve the blockage. Work performed: ah 18.feb.2021 - traced blockage to aspiration arm assembly. Removed drain and cleaned by forcing detergent solution back and forth using a syringe. Reassembled and tested - all ok, fluid is be drained away quickly. Cs&t performance check completed - pass. Repair complete. Cause: ah 18.feb.2021 - blocked aspirator. Solution: ah 18.feb.2021 - no other issues found. Instrument in good working order and released back to customer. 1) was the leak contained within the instrument? No. 2) was the leak in a customer accessible location? Yes . 3) what was the fluid that leaked? Facsflow . 4) what is the source of leak ¿ waste line or non-waste line? Waste line 5) was the customer exposed to blood or bodily fluids? No . 6) was there any physical harm to the customer as a result of the leak? No . 7) was there a spray of liquid under pressure? No. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿5¿ based on the previous scale rating. This is equivalent to ¿s2¿ in sop6078-02 whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: 27 aspirator pump . Function: 27.1 removes waste fluid from cytometer . Potential failure mode: 27.1.1 pump failure . Potential effect(s) of failure: 27.1.1.1 does not remove waste liquid from cytometer . Potential cause(s)/mechanism(s) of failure: 27.1.1.1.1 accumulation of blood debris and saline crystals on valve plates inside of pump 336096. Accumulation prevents proper seal of valves, diminishing pump efficiency (capacity) current controls: 1. Fb21 low vac level monitoring - level same as in canto a. 2. Level sensor in buffer tank triggers emergency fluidics shutdown in approx. 4-1/2 minutes. 3. Universal safety precautions apply when dealing with biological samples (user's guide) recommended actions: 1. Replace pump with self cleaning flapper style valves. 2. Close off v20 during sit flush to increase suction at sit. 3. Increased fluid capacity of sit channel to hold more than the liquid volume of a single sit flush severity: 5 . Occurrence: 1 . Detection: 1 . Rpn: 5 . Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the waste leakage was due to a clog in the aspirator arm. Conclusion: based on the investigation results the root cause of the waste leakage was due to a clog in the aspirator arm. The fse found the blockage in the aspirator arm assembly and cleaned it using detergent solution and a syringe. They then reassembled the arm and tested the instrument. After the cleaning and testing, the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported when using the bd facscanto¿ ii system w/fluidics cart there was waste leakage without bleach not contained (outside instrument). The following information was provided by the initial reporter. The customer stated: there was "dripping from the aspirator arm. Attempts at cleaning with detergent solution did not resolve the blockage." No further information provided at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd facscanto¿ ii system w/fluidics cart there was waste leakage without bleach not contained (outside instrument). The following information was provided by the initial reporter. The customer stated: there was "dripping from the aspirator arm. Attempts at cleaning with detergent solution did not resolve the blockage". No further information provided at this time.